Event description:
The customer reported an intermittent loss of the live image on both monitors. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge representative performed an onsite investigation. No conclusion can be drawn as further repair information is unavailable at this time.